Event description:
It was reported the patient experienced an infection at their scs implant site. Patient was placed on oral antibiotics and the infection did not clear. In turn, surgical intervention occurred wherein the system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: manufacturing reference number 3006705815-2022-16458 should not have been reported as a medical device report (MDR) due to additional information indicating that the infection was at the lead site and thus no longer reportable.

Event description:
Additional information received indicated the infection was at the lead site.